Manufacturer narrative:
The investigation could not identify a specific root cause. No instrument or reagent issues were suspected as all quality controls were within range and performance testing was acceptable. No adverse events were reported. Most likely the event was due to the customer not using the recommended rack adapters.

Event description:
The user received a questionable intact human chorionic gonadotropin + ss-subunit (hcg+ss) result for one patient sample. The initial result was "<test" and was reported outside the laboratory as < 0.1 miu/ml. The result was questioned by the physician who knew the patient was pregnant. Repeat testing was performed and the result was 10,000 miu/ml with a data flag which triggered automatic repeat testing with a 1:100 dilution. The result with the dilution was 105,318 miu/ml with a data flag. The patient was redrawn and the result was 10,000 miu/ml with a data flag which triggered automatic repeat testing with a 1:100 dilution. The result with the dilution was 104,895 miu/ml with a data flag. This value was called to the emergency room and a corrected report was posted on the patient's chart. There were no adverse affects to the patient and no treatment was given. The patient was discharged without medication. The hcg+ss reagent lot number was 15851502. The field service representative determined the customer was running samples in 13 mm tubes without the recommended roche cup adapter inserts. Roche diagnostics recommends the use of roche cup adapter inserts to improve the vertical alignment of 13 mm primary tubes in 5- position standard racks. If cup adapters are not used on rack-based systems with 13 mm primary tubes, incorrect placement in roche standard racks is highly likely. Incorrect placement of primary and/or secondary aliquot tubes may cause incorrect sample pipetting which could produce inaccurately high or low results. To verify the analyzer performance, he ran precision testing.